Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation procedure with two mentor memorygel breast implants on (B)(6) 2006, presented with right breast pain and had an MRI on (B)(6) 2018 that showed the following: right breast implant positive linguine and keyhole sign consistent with internal implant rupture, and mild expansion of the lower right rib at the costochondrial cartilage junction. Findings suggestive of inflammatory costochondritis or post-traumatic process, and bilateral cysts scattered throughout both breasts. The patient underwent bilateral mastopexy, bilateral removal and bilateral replacement with mentor memorygel breast implants on (B)(6) 2019. The patient was noted to have right side capsular contracture (baker grade unknown). Pathological assessment of right upper quadrant breast tissue was noted to have apocrine metaplasia and benign stromal fibrous changes, focal benign small duct microcalcifcations and no malgnancy identified. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.this medwatch form is for the right breast prosthesis.